Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) optical sensor calibration failure.

Manufacturer narrative:
Updated field: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6 (health effect ¿ clinical code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the failure. The fiber optic test values were within range. The unit passed all functional and safety tests and was returned to customer.